Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The quick coupling of air hose was not strongly assembled and detached from the air hose. The conclusion is that the problem was solved by replacing the air hose needs to b replaced. The air hose is a getinge product. The provided pictures confirmed the detached quick coupling from the air hose. No parts were returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported that the air hose connected to the ventilator¿s air inlet was damaged. There was no patient harm. Manufacturer's ref.#: (B)(4).